Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Verified tubing integrity and connections; no blood or discoloration noted. Guided nurse through troubleshooting and an iab fill, which resolved the alarm and resumed therapy. Pump was in standby for 12 minutes.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Keeping UDI partial in emdr (1438094) as seial number is unavailable.

Event description:
N/a.